Manufacturer narrative:
Initial and final MDR 1953539- MDR 3003442380-2024-22998- device 3 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united state. It was reported that the patient experienced cannula issues with four infusion sets. The cannulas were kinked. The event occurred within the past 4 weeks. Patient noticed symptoms within 3 hours of insertion for all events. The site of insertion was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection for one event and correction bolus for 2nd event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.